Manufacturer narrative:
Evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. All components of the rapidcross dilatation catheter are accounted for. The rapidcross dilatation catheter was received loaded on a 0.014¿ compatible guidewire. No damage was noted to the proximal wire port. No anomaly noted in the proximal balloon bond. The proximal balloon cone exhibits a radial tear. The proximal radiopaque marker was noted to be distal of the proximal balloon cone. A kink in the guidewire and in the inner guidewire lumen is located just proximal of the balloon chamber proximal shear face. The shear face exhibits radial tearing. The middle two radiopaque marker bands were found in contact with each other. The distal radiopaque marker band and catheter distal tip exhibit no anomaly. The middle marker bands are located approximately 112mm proximal of the balloon¿s distal balloon bond. The kink in the guidewire and inner guidewire lumen is approximately 122mm proximal of the balloon¿s distal balloon bond. Approximately 148mm of the 150mm balloon chamber is attached to the distal tip. The balloon proximal balloon radiopaque marker band is approximately 190mm proximal of the balloon¿s distal balloon bond. The balloon¿s proximal balloon cone is located approximately 260mm proximal from the balloon¿s distal balloon bond. The inner guidewire lumen has been stretched approximately 110mm. The tensile stretching of the inner guidewire lumen has caused the inner guidewire lumen to neck down and become locked up on the guidewire. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a rapidcross device for treatment critical limb ischemia of a below the knee artery. It is reported that during the procedure after inflation of the balloon, the device became stuck when the physician attempted to remove it. The balloon catheter was removed in tandem with the guidewire from the patient. After removal, the balloon was observed to be partially disengaged. No additional treatment was carried out as issue was observed post treatment. No patient injury was reported.